Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is under-delivering insulin. Customer's father stated that customer's blood glucose is high. The blood glucose level is 402 mg/dl. Customer treated with manual injection. Nothing further reported.